Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause has been determined to be an electrical failure design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : no product returned.

Event description:
It was reported that there were defective keypads resulting in the devices not turning on. The issues were noted prior to patient use.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue that there were defective keypads resulting in the devices not turning on could not be confirmed; no product was returned for investigation. No further investigation of these events is possible at this time, and issue was reported found before patient use. Bd does have a current field action associated with unresponsive keypads for the pcu. Affected keypads did include the part number tc10012515. The root cause for the reported issue that there were defective keypads resulting in the devices not turning on was not determined because no product was returned. A review of the device history record showed the device had a manufacture date of 05/08/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.